Manufacturer narrative:
Method: analysis was not performed; the device was discarded after the implant in 2008. Investigation was performed using info received from the initial reporter. Conclusion: the reported restenosis was likely caused by the patient's disease progression. At this time, it is unk what the observed foreign object is or were it came from.

Event description:
A stent was placed in the patient's right sfa in (B)(6) 2008. In (B)(6) of 2009, an angiogram was performed because the pt was experiencing pain. The angiogram concluded that the stent was severely stenosed (90%), the right popliteal artery was occluded throughout its length and a foreign object was noted near the ostium of the right anterior tibial artery. The object is impeding flow to the anterior tibial artery and may have contributed to the occluded popliteal artery. Medical notes indicated that the foreign body was initially seen in (B)(6) 2009 during a radiological exam. Revascularization of the right sfa was performed and stenosis was reduced to 10 %. The final arteriogram showed improvement in flow to the collateral vessels. There is no indication that the stent malfunctioned. The foreign object in the ostium still remains. In (B)(6) 2010, the pt had significant claudication of the legs, intervention was discussed. At this time, it is unknown what the metalic mushroom shaped foreign object is or if it came from one of the medical devices used in the initial stent implant. No further medical history has been provided.